Manufacturer narrative:
The user facility reported multiple air in line and upstream occlusion alarms, and "max amount of air." A specific device or product was not identified or returned for evaluation. However, a baxter clinical nurse identified the following practices at the facility: "numerous nurses expressed they do not invert and tap back check valve; nurses expressed they have been spiking the rigid containers while hanging from the IV pole and not following the proper spiking and priming sequence for rigid containers; on day one of the in-servicing, it was initially observed in numerous patient rooms, that the fluids were not being hung at the recommended minimum 24-inch head height." A product name was not identified, however proper priming and setup instruction is outlined within spectrum operator's manuals. The manuals warn that improper setup factors can lead to flow accuracy issues, and increased alarms, including upstream occlusion and air-in-line alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and upstream occlusion during sodium bicarbonate (nahco3) therapy in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.